Event description:
Bed found in storage with the head section stuck in the low position. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage area. Head of bed was stuck in the low position due to defective valve. Replaced the valve and coil to resolve this issue.